Event description:
It was reported the epg (external pulse generator) cables fail to deliver pacing when connected to the epg, even after a few attempts. After changing to a new cable, the epg worked normally. Cable malfunctions were suspected by the end-users, and it was further reported the cables are easily broken and "bad" quality, even though the cables were only used for a few times. The cables were returned. No patient complications were reported as a result of this event.

Event description:
It was reported the connecting cables fail to deliver pacing when connecting to the temporary pacemaker even after a few attempts. When changed to a new cable, temporary pacemaker working normally. The end-users suspected cable malfunctions and complained that the cable is easily broken and bad quality even though the cables only were used for a few times. The cables were returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further review prompted a change in the device analysis results. Without a valid lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4): analysis confirmed the reported event, the positive pin on the plug was bent and locking wheels and one side of the cable connector was discolored. Continuity tests were normal. (B)(4): analysis confirmed the reported event, the negative pin on the plug was bent, cable was twisted and there was adhesive residue on one side of the connector. When cable was flexed by the connector the positive pin intermittently opened, and the negative was open and intermittently connected when cable was flexed by the connector. (B)(4): analysis confirmed the reported event, the stress relief had broken open, adhesive residue was on the plug shield and on one side of the connector, and the connector case halves were separating. The positive end continuity test measured open.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a valid lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4): analysis confirmed the reported event, the positive pin on the plug was bent and locking wheels and one side of the cable connector was discolored. Continuity tests were normal. (B)(4): analysis confirmed the reported event, the negative pin on the plug was bent, cable was twisted and there was adhesive residue on one side of the connector. When cable was flexed by the connector the positive pin intermittently opened, and the negative was open and intermittently connected when cable was flexed by the connector. (B)(4): analysis confirmed the reported event, the stress relief had broken open, adhesive residue was on the plug shield and on one side of the connector, and the connector case halves were separating. The positive end continuity test measured open.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a valid lot number or device serial number, the manufacturing date cannot be determined.